Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Visual inspection: dents and scratches observed throughout the insulation. Also, the microscope revealed burnt/melted insulation. IFU 1000-401-070 states: "before use, ensure that there are no breaks, chips, cracks, scratches, tears, or missing/loose components on the shaft insulation, handle, or housing. Do not use the instrument if any of these defects are present as this could cause unintended electrosurgical burns and life threatening complications. If damage has occurred, discontinue use and return the instrument for repair or replacement." Functional inspection: the insulation passed the insulscan test. The probable root cause for the reported failure involving this device could be due to the device coming in contact with a cauterizing instrument. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation had been compromised.